Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Dates of occurrence and intervention not reported, estimated to be (B)(6) of 2022.

Event description:
According to available information, a patient with this device experienced pain about one year after implant surgery and the tensioning suture was found to be protruding and was subsequently cut shorter by the physician. No other adverse patient effects were reported.